Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. On 04/09/2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate readings of "300, 400, and 250 mg/dl". The reported meter readings were taken more than 20 minutes of each other. The pt manages his diabetes with self adjusting insulin. The pt does not remember the date and time when the alleged issues began. The pt did not make any alteration to his diabetes management as a result of the product issue. Sometime after the alleged issue began, the pt reportedly developed symptoms of "shaky and nervous". The pt did not require any treatment that would suggest the pt had acute complication of diabetes. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted the results were taken on the same approved sample site. The reported results did not meet the time frame for the precision comparison (<20 minutes). This complaint is being reported because the pt claimed that she developed symptoms that can be associated with hypoglycemia after the alleged inaccurate issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.